Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their enlite sensor was damaged. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer stated last night was working and due to change every five days so I changed it later gave calibration error and two hours after that I did it again. When both remove were needles and I bled and that never happened to me. The introducer needle was bent upon removal at the tip. Customer states he did bleed and that never happened to him. I felt sensation of burning in pain and that never happened I never bled. After looking at the sensor customer reports the sensor cannula is not intact. Customer is unsure if the sensor cannula is still in the body. The sensor will not be returned for analysis.